Event description:
It was reported that balloon rupture occurred. The target lesion had a 5.7mm vessel diameter. A 5.00mm/2.0cm/90cm and 5.00mm/2cm/135cm peripheral cutting balloon were used respectively. During procedure, it was noted that the balloon ruptured upon first inflation at 3-4atm. The balloon was replaced with a non-bsc balloon catheter which had no problem. However, a 2nd pcb was then used and ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified in the balloon which is indicative of a balloon leak. The device was attached to an encore inflation device and positive pressure was applied. A pinhole leak was observed 15mm proximal of distal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the hypotube was kinked at multiple locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion had a 5.7mm vessel diameter. A 5.00mm/2.0cm/90cm and 5.00mm/2cm/135cm peripheral cutting balloon were used respectively. During procedure, it was noted that the balloon ruptured upon first inflation at 3-4atm. The balloon was replaced with a non-bsc balloon catheter which had no problem. However, a 2nd pcb was then used and ruptured. The procedure was completed with another of the same device. No patient complications were reported.